Manufacturer narrative:
An event of hemothorax on the right side was reported. A more comprehensive assessment could not be performed as the device remained implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2021, a 26 mm sjm rigid saddle ring was implanted. On (B)(6) 2021, a chest CT showed a hemothorax on the right side. The hemothorax was surgically removed. It is unknown what caused it. There were no complications during the implant procedure on (B)(6) 2021. The patient was reported to be in stable condition and since has been discharged.